Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. A visual examination showed curvature on the sheath shaft, likely related to packaging, along with liner lifting beginning at the distal strain relief for approximately 0.75 inches and additional distal liner lifting starting from the distal tip for about 1.25 inches. Hdpe damage was present along the distal tip liner edge for roughly 1.75 inches, and the distal tip was open. Multiple deep scratches were observed along the distal sheath shaft and soft tip, accompanied by soft tip damage. Hdpe stretching was also noted along the axial score line, with no distal tip split observed. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. Imaging was provided and reviewed and a 3mensio revealed that calcification was present in the patient's left access vessel and abdominal aorta as well as tortuosity in the patient's abdominal aorta. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force and any device manipulation used to overcome the difficulty. The complaint for distal tip split was not confirmed as the alleged physical defect was not present on the returned device; therefore, an engineering evaluation is not required for this event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, patient underwent a transfemoral tavr procedure through the left femoral artery with a 29mm sapien 3 ultra resilia valve in aortic position. The patient has a history of severe aortic stenosis and abdominal aortic aneurysm (aaa). During insertion of the edwards esheath, slight resistance was encountered while advancing through the left common iliac artery, which was noted to have heavy bilateral calcification. Subsequently, a distal tip split was observed on the esheath. The device was not torqued during the procedure, and there were no difficulties reported during withdrawal of the delivery system or removal of the sheath. Upon identification of the damage, a second esheath was prepared and successfully inserted without further complications. The valve was successfully implanted and the patient remained in stable condition at the conclusion of the procedure. No patient injury occurred. The perceived root cause of the distal tip damage was attributed to the vascular calcification. No edwards device fault was noted by the initial reporter.